Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 305197 batch# 3320201 it was reported by customer that the needles were bent and broken. Verbatim: rcc received a complaint via email. Email(s) attached we have product that is non-conforming, under complaint number (B)(4). Lot 3320201 is defective. Bent and broken needles. We would like to return all items under this lot number for credit. We have product in our jacksonville, fl location: vendor item: 305197 lot #: 3320201 qty: (B)(4).

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the needles were bent and broken. To aid in the investigation, thirteen hundred samples in sealed packaging blisters were received for evaluation by our quality team. Two hundred samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. A device history record review was completed for provided material number 305197, lot 3320201. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. Material# 305197, batch# 3320201. It was reported by customer that the needles were bent and broken. Verbatim: rcc received a complaint via email. We have product that is non-conforming, under complaint number 120784. Lot 3320201 is defective. Bent and broken needles. We would like to return all items under this lot number for credit. We have product in our jacksonville, fl location: vendor item: 305197, lot #: 3320201, qty: (B)(4) each.